Event description:
It was reported the customer was in a car accident and was taken off the insulin pump by customer's doctor. Customer's spouse stated when ambulance came customer's blood glucose was to low that paramedics couldn't get a reading. Customer was driving and blackout while driving and hit the car ahead. Customer had exploratory surgery due to swelling on the stomach. Bones and hip were rebuilt and replaced. Customer's blood glucose was 20 mg/dl when he arrived at the hospital. Customer's spouse stated that a week prior his doctor adjusted his device and he was experiencing a lot of low blood glucose. Customer had called doctor and was suppose to go in. Call was disconnected. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.